Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. Noise and oversensing occurred after the lss. It was noted the patient experienced chest pain. The patient's rv lead was a non-bsc product. This pacemaker system remains in service. No adverse patient effects were reported.